Event description:
It was reported that display issues occurred. The target lesion was located in a highly calcified area coronary vessel. A rotablator rotational atherectomy system was used for treatment. During preparation, it was observed that the digital meter was not displayed. The procedure was completed with this device. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).